Manufacturer narrative:
(B)(4). Unable to verify due to critical pump error. Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. The test p-cap locks properly in place in the reservoir compartment noted. No cracks on the screen noted. Pump received with minor scratched lcd window, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the plastic screen that meets the top was damaged. The insulin pump for damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.